Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 08/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/06/2016 a medtronic representative, following-up at the site, checked the cable for physical damage, however, camera was tracking fine. Issue has not reoccurred. Reported issue could not be replicated. On 09/08/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while setting-up for a cranial procedure, and moved the navigation system camera, a camera beep was heard. The medtronic representative noted that in the synergy cranial software there was a red x over the camera icon, this occurred quickly before re-establishing communication. No further details regarding the behavior were provided. There was no patient present when this issue was identified.